Manufacturer narrative:
Product support tested returned pts samples (whole blood) on expired (B)(4) and plasma on (B)(4). Product support did not observe any false positives or elevated values for tni recovery with these returned samples. All values were below 0.05 ng/ml. Product support also ran the returned pt samples ((B)(4) and (B)(4) plasma) on accessii for comparison. Sample 1 recovered 0.03 ng/ml and sample 2 at 0.02 ng/ml. These values were consistent with the triage products of < 0.05ng/ml. Product support also tested in-house samples with known elevated troponin. Of the three samples tested product support observed positive results on each sample. Complaint not confirmed. Product support did not observe any false positive or elevated values for tni recovery. No corrective action required as no product deficiency was established.

Event description:
False positive troponin I (tni) on multiple pts over last few weeks. Customer reporting two results today: pt 1: 8:12 am, tni: 0.31, ckmb: 1.3, myo: 65.8. At 10:07 am tni :0.05, ckmb: 1.3, myo: 52.2. Admitting with nstemi; pt was sent to cath lab-got a clean cath result. Pt 2: 9:39 am tni: 0.64, ckmb: < 1.0, myo: 195. At 12:32 pm tni: 0.05, ckm: <1.0, myo: 192. Admitting with chest pain, r/o acs nstemi. Patient was not sent to cath lab. Falsely elevated tni results may lead to invasive procedure or medication.